Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The event date is unknown and will be provided if received. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) was damaged, and the outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable root cause of the malfunction, a green-colored image was due to broken charged coupled device and the most probable root cause of the malfunction fiber bonding in the outer tube area (distal end) was damaged and the outer tube had a dent was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer reported a purple image during the pre-use inspection of a gynecologic laparoscope. No patient injuries were reported.